Event description:
Device interrogated three months ago with a battery voltage of 5.78v and estimated eri of three months. When the device was interrogated today, there was an error message stating the device was in eri and device function was blocked. The representative was unable to make any programming changes and the device had been set from previous programmed parameters to vvi 70, vf zone only of 150 bpm. On 09/10/2010 - this device was returned with programmer strips.